Event description:
It was reported that a patient implanted with an impella cp experienced malpositioning of the device near the mitral valve. Attempts to reposition the device were unsuccessful. The patient experienced ventricular tachycardia which resolved when repositioning of the device was abandoned. After the patient was successfully supported the pump was explanted.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.